Manufacturer narrative:
Manufacturing issue was investigated. Corrective action is in place.

Event description:
Malfunction hazard/product is coming apart, in pieces, shredding- cut in half [device breakage] tampon had pieces of plastic [product contamination physical] probable manufacturing cause [manufacturing issue] case narrative: consumer reported via e-mail that several of the tampons were defective. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Malfunction hazard/product is coming apart, in pieces, shredding- cut in half [device breakage] . Tampon had pieces of plastic [product contamination physical] . Case narrative: consumer reported via e-mail that several of the tampons were defective. No injury reported.